Manufacturer narrative:
Follow-up # 1 date of submission 12-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. No defects were found on investigation therefore the investigation was unable to duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.